Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer did not observe insulin exiting the infusion tubing during the load fill tubing sequence. Insulin was observed exiting the cartridge tubing during the load fill tubing sequence. The customer's blood glucose level was 170mg/dl. An infusion tubing change was performed and the customer once more did not observe insulin exiting the infusion tubing. The customer performed a cartridge and infusion tubing change and insulin was observed exiting the infusion tubing during the load fill tubing sequence. Reportedly, the customer was using apidra insulin in their cartridge. Tandem technical support informed the customer that apidra insulin was contraindicated to be used with the pump.